Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va03gdm, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer reported that the patient was having problems with her legs, they went completely numb, and she couldn't get around because her legs were frozen. It was noted that this had been happening on and off since implant. The reporter stated that when the device was first put in the patient had problems with getting the right setting, the patient met with a manufacturer representative for reprogramming, and then two or three days after reprogramming she started having the same issues with her legs again. It was reported that in (B)(6) the patient was having so much trouble with her legs, reprogramming was done, the legs were ok for two to three days and then the issues started again. It was noted that the implant site felt like a hot coal. The reporter stated that the patient was using a cane because she had no feeling in her legs and the numbness feeling happened even when stimulation was off. It was reported that the patient's toes were completely cured up, she could straighten them but when she started walking they curled back up again, and this happened even when stimulation was off. It was noted that the patient had tried all four programs and had tried stimulation at lower settings, and on all four programs she got a tingling sensation in her legs. The reporter stated that the patient had fallen three times and when she stood up and started walking she didn't have any control over her legs which occurred even when stimulation was off. It was noted that it was hard for the patient to find the implant because it was embedded somewhere in her right cheek. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.